Event description:
The customer reported her blood glucose history. There were no carbohydrate count or insulin dosages provided. Her bg was reached 342 mg/dl so she decided to remove the pod and noticed that the cannula was slightly kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.